Manufacturer narrative:
Additional information has been requested. This report will be updated should further information be received.

Event description:
Boston scientific received information that the patient experienced syncope. Boston scientific technical services (ts) was contacted for a remote monitoring data review request. Boston scientific technical services (ts) noted no recorded episodes near the time of the syncope and no out-of-range measurements. Ts also noted that low r-wave amplitudes were detected previously. This device remains in service. No additional adverse patient effects were reported.

Manufacturer narrative:
As no further information concerning this report is expected, our investigation is complete. This investigation will be updated should further information be provided.

Event description:
Additional information received indicates that the patient experienced syncope due to dehydration and there were no device issues. This device remains in service. No adverse patient effects were reported.